Event description:
It was reported that prior to the implantation of a transcatheter aortic valve, the patient had a mean aortic valve gradient of 42 millimeters of mercury (mm hg). After initial implant of the valve into the patient's native annulus, it was noted that the patient had a mean valvular gradient of 20 mm hg. An echocardiogram was then obtained 30 days following implant of the transcatheter aortic valve, which revealed a mean valvular gradient of 45 mm hg. Subsequently, the patient received intervention in the form of surgical aortic valve replacement. Additional information was received that a transesophageal echocardiogram (tee) was performed that revealed moderate aortic regurgitation (ar), and the physician believes the valve may have migrated aortic. There was no evidence of thrombus on the valve, and there was no patient factors that could have contributed to the elevated gradient. Subsequently, the surgical aortic valve replacement was planned but not performed yet.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implantation of a transcatheter aortic valve, the patient had a mean aortic valve gradient of 42 millimeters of mercury (mm hg). After initial implant of the valve into the patient's native annulus, it was noted that the patient had a mean valvular gradient of 20 mm hg. An echocardiogram was then obtained 30 days following implant of the transcatheter aortic valve, which revealed a mean valvular gradient of 45 mm hg. Subsequently, the patient received intervention in the form of surgical aortic valve replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implantation of a transcatheter aortic valve, the patient had a mean aortic valve gradient of 42 millimeters of mercury (mm hg). After initial implant of the valve into the patient's native annulus, it was noted that the patient had a mean valvular gradient of 20 mm hg. An echocardiogram was then obtained 30 days following implant of the transcatheter aortic valve, which revealed a mean valvular gradient of 45 mm hg. Subsequently, the patient received intervention in the form of surgical aortic valve replacement. Additional information was received that a transesophageal echocardiogram (tee) was performed that revealed moderate aortic regurgitation (ar), and the physician believes the valve may have migrated aortic. There was no evidence of thrombus on the valve, and there was no patient factors that could have contributed to the elevated gradient. Subsequently, the surgical aortic valve replacement was planned but not performed yet. Additional information was received that the moderate ar was paravalvular leak (pvl), and the transcatheter valve migrated after acc ess site closure. The surgical aortic valve replacement was performed, and the transcatheter valve was explanted.

Manufacturer narrative:
Updated data: b2. B5. D6b. Explanted date is unknown. Year is confirmed valid. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.